Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/1/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: no unexplained por events observed in the black box. No damage found to returned battery cap. Battery compartment is cracked below the bumper pad. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are in specifications. Removed pump cover; evidence of internal moisture was found on the pcb and internal components. Unable to confirm or duplicate the intermittent power complaint during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.